Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing the station over the server. The technical support specialist dialed in to the enterprise server and searched for the affected patient. The server session was currently with another agent, and a request was made to share the session. Upon reviewing the patient data, it was found that the patient had been dropped from the station due to the device setting admission inactivity days being set to 5. A comparison using the all-device event report showed the last transaction, which exceeded the configured inactivity period. The customer was advised to contact the information technology team to either resend the update message or extend the admission inactivity days setting. These findings were communicated to the customer via email and the tss confirmed with the customer that the patient had already been discharged. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one patient record was not crossing from the server to the station. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.